Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/14/2018 that on (B)(6) 2018, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. Data was provided for evaluation. The reported event was confirmed. A root cause could not be determined. The dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.